Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) pump that had a fluid leak in the connecting tube. The ipp was explanted and a new ipp was implanted. There were no patient complications reported.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) pump that had a fluid leak in the connecting tube. The ipp was explanted and a new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
This complaint has been reported under tw#(B)(4).any additional information relating to this event will be reported under tw#(B)(4). Updated c2/d10.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Updated fields for d6a implant date, d6b explant date, and b3 date of event.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) pump that had a fluid leak in the connecting tube. The ipp was explanted and a new ipp was implanted. There were no patient complications reported.